Event description:
It was reported that prior to an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated by multiple programmers. The crt-d was never used and there was no patient involvement noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. When interrogated with a programmer, the device did not respond immediately, but when the wand was left near the device for an hour, the interrogation would compete and operation appeared normal. This communication issue was same whether using wand or radio frequency telemetry which would implicate the digital ic as the cause. The digital ICD was removed and tested which confirmed the failure. The exact cause of this was not determined as the failure mode has changed.

Manufacturer narrative:
This device has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that prior to an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated by multiple programmers. The crt-d was never used and there was no patient involvement noted.